Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient for a full-face treatment with up to 12 ml of juvéderm® ultra xc, juvéderm® volbella¿ xc, juvéderm® vollure¿ xc, juvéderm® voluma¿ xc, and juvéderm® volux¿ xc. Four months later, the patient reported a ¿delayed-onset inflammatory nodules.¿ event status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4), (B)(6)(B)(4), (B)(6)((B)(4), and (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® vollure¿ xc.